Event description:
It was reported that the patient claimed of having two pacemaker. Boston scientific technical services (ts) reviewed and explained that the patient had only one device implanted. The health care professional (hcp) has report that showing device had reached end of life (eol) mid last year. Additionally, it was noted that this device was found to be in safety mode. Additional information was received which reported that another manufacturas device was implanted a few months ago. The field representative informed that the boston scientific pacemaker will stay implanted. At this time, the device remains in service. No adverse patient effects were reported.